Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the phenomenon, ¿sound of gas leak¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found some cosmetic damage; the front panel had a poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus sales representative reported (on behalf of the customer) that while using the high flow insufflation unit, there was a sound of air leakage in the machine, which could not establish pneumoperitoneum. There was no delay and no procedural involvement. There were no reports of patient harm.